Event description:
It was reported frost on the needle shaft occurred. During a cryoablation procedure treating a rib lesion, using an iceforce 2.1 cx 90 degree needle, frost was noticed on the shaft during the first freeze cycle. As a precaution medical staff protected the patients skin by placing wet gauze around the needle sight and keeping it saturated during the freezing process. They also placed warm saline in a surgical glove to place around the needle site to prevent any damage to the patients skin. The procedure was completed as planned with the same device. No injuries due to malfunction and the patient recovered fine.